Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, 75% stenosed and mildly tortuous anatomy resulted in compromising the balloon material; this resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, and mildly calcified de novo lesion in the left anterior descending artery. A 3.25x15mm trek rx balloon ruptured during first inflation at 8 atmospheres. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.